Event description:
The user received an erroneous phosphorus result for one pt sample. The initial result was 7.6 mg per dl which was reported. The doctor caught the high result and requested the pt be redrawn. The original sample was repeated on the 917 analyzer with a result of 2.7 mg per dl. The redraw specimen was tested on the (B) (4) 917 gave a result of 2.4 mg per dl which was reported. The pt was not treated based on the original result.

Manufacturer narrative:
The field service representative determined there was a fluidics failure and replaced the sample mechanism. To verify the analyzer performance, instrument testing, controls and pt runs were performed with results within specification.